Manufacturer narrative:
Summary of evaluation:a review of the event description and the medical opinion provided indicated that this event is not device related but rather associated with the patient's bone quality.

Event description:
Pt had total hip revision (right). At 4/9/97 visit pt complained of thigh pain at office visit, and x-rays showed subsidence of femoral component. The hip stem was revised along with the osteolock distal sleeve (cat no. 5260-7-014) and the femoral head (cat. No. 6284-0-128).